Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an image orientation issue on the endoscope. The procedure was completed with another endoscope with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the endoscope image was inverted and caused a reverse control of the instruments in the image. The surgeon did confirm that the image when installed was the desired one, there was no indication of the image orientation provided to the user when the issue occurred. The customer stated that the endoscope base was still attached and there was no damage observed. The customer swapped out the endoscope for the case and confirmed the defective one will be returned. There was no patient injury involved with the issue.

Manufacturer narrative:
The reported event was addressed with phone support. The site reported an endoscope orientation issue that occurred during the case. To complete the procedure, the site replaced the endoscope. The technical support engineer (tse) recommended that the site retest the original scope before initiating a return. The device has not been returned to date, which may indicate that no functional issues have been observed by the user with the endoscope. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and the phone support details.